Event description:
Respironics advance system one bipap machine pumping smoke into my airway. The machine is about 2.5 years old. Six months ago I reported to my medical equipment supplier that I could smell smoke on the outside of my machine. His advice was to wait to see what happened. A month ago it started pumped smoke into my airway during the night. It stopped. I thought it was a one time event. Now it is pumping smoke each night. I wake up with my sinus' stinging from the smoke. I'm afraid to use it anymore and am returning the machine for repair. Which I am required to pay. The estimate is $(B)(4).